Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that during an ins replacement surgery, the surgeon was unable to unscrew the setscrews in order to remove the leads from the old ins. The surgeon felt as if the screws were stripped. The patient tried using a different screwdriver and had the same results. After multiple attempts, the surgeon was finally able to unscrew the setscrews enough to remove the leads. The surgeon inserted the leads into the new ins and the connectivity check showed contacts 7 and 15 to be out. An impedance check showed contacts 4 and 10 to be open and have impedances of over 40k ohms. It was noted that the impedances were all normal prior to the procedure. The healthcare provider (hcp) took the leads out, wiped them down, and opened the setscrews more to see if they were hindering the leads from being fully inserted, but the issue was not resolved. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was undetermined. The hcp speculated that setscrews may have been stripped, but that has not been confirmed. The cause of the high impedances was not been determined, but it could possibly be due to the tension and pulling that was put on the lead while trying to get it out of the battery. Again, that is not confirmed and is speculation. The hcp tried wiping the leads multiple times and reinserting the leads, making sure they were fully inserted. Nothing worked to resolve the impedances and the rep programmed around them. It was mentioned the patient saw a doctor and eri on their controller, but the rep interrogated the battery with their clinician programmer and it showed ok battery life. No further complications were reported.